Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during routine testing, it was observed that their device would not deliver defibrillation energy. The device was able to charge the energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed system pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was determined to be a broken filter, designator fl113 which measured open.